Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The specific location of the target lesion being treated is unk, the physician was taking the stent down a saphenous vein graft (svg) to the obtuse marginal (om) and was having difficulties crossing the lesion. After the device was pulled back, the physician noticed the struts were lifted. The 4.5x20mm liberte stent was removed and the physician went back with another of the same bare metal stent 4.5x20mm, but was unable to cross the lesion. The physician successfully completed the procedure by using a non-bsc stent with no harm to the pt. Pt's status listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.